Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to pain and stiffness. Date of implant: on (B)(6) 2022. Date of revision: on (B)(6) 2022. (Right shoulder). Treatment: cup, glenosphere, and epiphysis were revised. Depuy products used: catalog ID:130760000. Lot number/product identifier: 3630411. Component type: metaglene. Description: delta xtend metaglene std. Catalog ID: 130790030. Lot number/product identifier: 5393537. Component type: screw. Description: delta xtend locking screw 4.5 x 30. Catalog ID: 130790036. Lot number/product identifier: 5385561. Component type: screw. Description: delta xtend locking screw 4.5 x 36. Catalog ID: 130764138. Lot number/product identifier: d21081277. Component type: glenosphere. Description: standard glenosphere 38mm, +4mm lateralization. Catalog ID: 110014100. Lot number/product identifier: 3650214. Component type: stem. Description: global unite std. Stem sz 14. Catalog ID: 130720113. Lot number/product identifier: 9704331. Component type: epiphysis. Description: delta xtend modular eccentric 145 epi porocoat size 1 right. Catalog ID: 130738206. Lot number/product identifier: 5381463. Component type: shell. Description: delta xtend humeral cup std. 38 x+6. Were depuy components removed: yes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient underwent a successful right reverse shoulder arthroplasty on (B)(6) 2022. She started to have pain 3 months post-op after reaching for something in her closet. Serial x-rays showed progressive radiolucency along the greater tuberosity, lateral to the epiphysis of the humeral stem which was felt to be early stress shielding. On (B)(6)2022, she continues to have pain in the right shoulder. A sling is provided to allow the shoulder to settle and pain meds are provided. On (B)(6) 2022, she underwent an I&d. The screw connecting the epiphysis to the humeral stem was felt to be slightly loose. Biopsies were taken but cultures were negative. The glenosphere, epiphysis and humeral cup were revised so the joint could be thoroughly irrigated. Due to the osteolysis/stress shielding of the greater tuberosity, the surgeon placed allograft bone chips in the region to help with bony ingrowth into the epiphysis. The patient is now doing well with a reduction in pain. The surgeon feels her symptoms are most likely related to tension on the anterior deltoid and not due to the implants.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not returned. Through follow up it is now understood there is no allegation associated against a product malfunction. X-rays provided were reviewed and found no visible implant issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product code/lot code combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.